Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicm5_13.2 implantable collamer lens, -04.00 diopter, within the same surgery due to the lens tore during delivery into the patients right eye (od). There was no patient injury. The problem was resolved.

Manufacturer narrative:
Patient identifier: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).